Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report that there is a problem with her oump . Customer states her blood glucose was over 527 mg/dl last night and before she went to bed, it was still over 400 mg/dl. Troubleshoot was performed and customer stated she had changed her set. The product is not expected to return.